Event description:
In 2009, the pt reported that over the past 6 months she has had multiple occlusions and elevated blood glucose readings. Her target range is 95-120 mg/dl. She stated she discovers her blood glucose is elevated when she feels sick all day. She checks her blood glucose and her reading will be up to 500 mg/dl. She said, she will deliver a correction bolus of insulin but 2 hours later her blood glucose will elevate more. She delivers a second bolus of insulin but her reading will again elevate and when she boluses a third time, her infusion device displays an e4 (occlusion) error. She stated that sometimes the occlusions are caused by the tubing and sometimes are the result of a bent or kinked cannula. She stated she rotates her infusion site locations but she has a lot of scar tissue. She said the occlusions and elevated readings began after an emergency surgery in late 2008. She said she will see her endocrinologist next week. The pt discarded the infusion sets at issue. Courtesy infusion sets were sent to the pt. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.